Event description:
Implanted on (B)(6) 2023 with heartmate 3 had a stroke on (B)(6) 2023 due to mechanical malfunction and on (B)(6) 2023 the faulty (left ventricular assist device) was removed and a new one implanted.